Manufacturer narrative:
Results: inherent risk of the procedure (gi bleed). (B)(4).

Event description:
An endeavor sprint rapid exchange drug-eluting stent was implanted in the proximal lad. The proximal lcx underwent ptca during the same procedure. Approximately 14 months post index procedure, the patient was admitted to hospital for spontaneous gi bleeding. Patient was treated with medication. No further information is available. No additional clinical sequelae were reported.